Event description:
It was initially reported that the pt had high lead impedances as shown on multiple diagnostics performed since (B) (6) 2008. The pt's diagnostic history has shown that she has had high lead impedances on both normal and system diagnostics. Device has remained on per mother's request. The site has indicated that they suspect that fibrosis may be occurring with the pt, because of the increasing dcdc codes over time, but a lead discontinuity has not been ruled out. The pt is expected to have revision surgery since she has been responding well to vns therapy, but the mother has decided to wait since the pt isn't experiencing any adverse effects and is still doing well clinically. There has been no reported manipulation or trauma according to the mother. X-rays from (B) (6) 2008 and (B) (6) 2009 were sent to the MFR for review. Due to the poor image quality, there were no obvious anomalies identified that could be contributing to the high impedance event. A search was performed in the in-house programming database to calculate battery life of generator. Calculation resulted in approximately 1.0 years until eri=yes.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.